Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted.

Event description:
The customer reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was 128 mg/dl at the time of incident. The insulin pump was returned for analysis.